Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl. Customer stated she had treated with manual injection when necessary. She stated there were air bubbles in the infusion set tubing and reservoir, which were coinciding with her high blood glucose issues. The size of the bubbles were one to two inches long. Customer stated she would detach herself, pull insulin back into the tube then prime again. She further stated the insulin was stored in the refrigerator, but she would wait fifteen to thirty minutes before inserting it into the pump, and would insert the insulin into a cooler with an ice pack. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.